Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of an umbilical hernia, which warranted surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the events. The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s pre-existing umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
It was reported that a peritoneal dialysis (pd) patient had surgery on a pre-existing hernia. The hernia is about a month old and is related to pd therapy. The patient is currently at home recovering upon follow up, the peritoneal dialysis registered nurse (pdrn) reported the patient¿s umbilical hernia was a pre-existing condition prior to beginning pd therapy. The pdrn reported the umbilical hernia was causing issues with pd therapy (specifics not provided); therefore, the patient successfully underwent the surgical repair of the umbilical hernia on (B)(6) 2020. The patient was discharged on (B)(6) 2020 and resumed ccpd therapy at home on the replacement liberty select cycler without issue. Per the pdrn, the patient has recovered from the event.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed and failed at the 2000 gram and 4000 gram checks. After recalibrating the scale, the load cell verification testing passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.